Event description:
A patient (age and sex unknown) who had neurosurgery with floseal (batch unknown) had blindness at the end of the surgery. According to the reporter, further information is expected from the physician.

Event description:
Additional information received from the hospital on (B)(4) 2012: medical term confirmed by physician: permanent left blindness (B)(4). Patient: sex, age, initials: female, (B)(6). Medical history of the patient (in short way) : no medical history. Product used: code / lot: floseal (code 1501150), batch ha100924. Event date: (B)(6) 2011. What was the indication of intervention in neurosurgery?: meningioma orbital spheno meningioma. What have been the route of first used?: craniotomy-front-pteriono-left orbital. Was a particular problem observed during the reconstitution of the floseal (dilution or too much concentration)?: no specific problem during reconstitution. What was the amount of floseal used point of bleeding? Was 1 or 2 used syringes (5 ml or more)?: only 1 syringe used. Was excess of product washed? Yes. Blindness that would have occurred was it 1 eye or both eyes? Blindness of 1 eye. Evolution of the event: permanent left blindness.

Manufacturer narrative:
(B)(4). Due to the lack of information the case is not currently assessable, and this case is being conservatively reported. Baxter is currently in the process of following up with the author for additional information. A follow up report will be submitted upon receipt and evaluation of additional information.

Manufacturer narrative:
(B)(4). Baxter medical assessment: given its technical difficulties and trend toward postoperative blindness, surgery for spheno-orbital and optic nerve sheath meningiomas has largely been replaced by radiation therapy. However, surgery retains its role in biopsy of atypical cases as well as extirpation in those cases in which complete tumor removal is necessary and visual preservation is not possible. Surgery (without the use of any hemostat) may cause visual loss due to the involvement of the pial blood supply to the optic nerve via neoplasm. Even subtotal resections often lead to blindness, in the absence of using floseal [turbin re, thompson cr, kennerdell js, et al. A long-term visual outcome comparison in patients with optic nerve sheath meningioma managed with observation, surgery, radiotherapy, or surgery and radiotherapy. Ophthalmology. 2002;109:890-899.]. Floseal has been applied and the excess irrigated, so no excess product has been left in situ. Any swell would have been observed intraoperatively, since floseal swells up to 20% in the first ten minutes from application. The permanent blindness is not related to the application of floseal, and may have been caused by disease and surgery related factors. Event deemed not related to floseal.